Manufacturer narrative:
Product evaluation: qualified associated products were indicated. The product investigation could not identify a root cause for the reported complaint. The lens remain implanted. Information provided indicated the scar occurred during the surgery. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that following an intraocular implant (iol) implant procedure, the patient is complaining of glare and halo. Patient has received a yag laser capsulotomy. The patient also has a 1 millimeter scar centrally in her visual axis which occurred during surgery. Additional information has been requested.